Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort") and menometrorrhagia ("heavy and irregular menstrual cycle"). The patient was treated with surgery (to remove her fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and menometrorrhagia had resolved. The reporter considered menometrorrhagia, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, severe pain') and device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (to remove her fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and menometrorrhagia had resolved and the device dislocation, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, severe pain') and device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (to remove her fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and menometrorrhagia had resolved and the device dislocation, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events migration, abnormal bleeding, migraines, headaches, autoimmune disorder, hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort") and menometrorrhagia ("heavy and irregular menstrual cycle"). The patient was treated with surgery (to remove her fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and menometrorrhagia had resolved. The reporter considered menometrorrhagia, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, severe pain') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, right ovarian cystectomy,cystoscopy.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abnormal uterine bleeding, pelvic discomfort and menometrorrhagia had resolved and the device dislocation, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abnormal uterine bleeding, autoimmune disorder, device dislocation, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted on essure removal date -(B)(6) 2013 as per mr left : approximately two coils were seen extruding out the tube right : on the right there were approximately two coils out extruding through the tube. Most recent follow-up information incorporated above includes: on 17-jun-2021: mr received. Medical history,reporter information and rcc was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.